Event description:
Infusomat space pump IV set was being used with a b. Braun IV pump to administer IV fluids to a patient in ICU. The nurse taking care of the patient noted over time, that the amount of fluid in the IV bag did not appear to be decreasing at the set 50ml/hour rate. The b. Braun pump was changed with no effect. Then the IV tubing was changed and the appropriate amount of IV fluid began infusing.